Event description:
Litigation papers allege that the patient exhibits signs of severly elevated blood ion levels of chromium and cobalt, and upon revisition of the left asr acetublar hip implant exhibited severe metallosis, tissue poisioning and toxicity.doi: (B)(6) 2007, dor: (B)(6) 2011 (left).

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiffs preliminary disclosure form received which identified part and lot numbers. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.